Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), arthralgia ("pain in the hips"), headache ("pain in the head"), fatigue ("extreme chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in the menstrual cycle") and heavy menstrual bleeding ("abnormally heavy bleedings") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (medical device removal with the fallopian tubes). Essure was removed. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and menstrual disorder to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 15-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), arthralgia ("pain in the hips"), headache ("pain in the head"), fatigue ("extreme chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in the menstrual cycle") and heavy menstrual bleeding ("abnormally heavy bleedings") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (medical device removal with the fallopian tubes). Essure was removed. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and menstrual disorder to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-sep-2021: the adverse event 'medical device removal' was added as a non-drug treatment for the adverse event chronic abdominal pain. New adverse events reported: chronic abdominal pain, back pain, pain in hip, pain in head, chronic fatigue, memory loss, concentration impairment, menstrual cycle abnormal, bleeding menstruation heavy and hormonal problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 13-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.